Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test every morning for the last week and a half. The doctor was unable to download the basal. Customer's blood glucose level was 116 mg/dl. Self-test failed. The device was not returned.